Event description:
An optometrist reported that a patient who had bilateral lasik was noted to have dense meibomian gland debris at the one week post-op visit. The normal post-op medications were continued and the one week post-op visit. The normal post-op medications were continued and at the one week post-op visit trace dlk (diffuse lamellar keratitis) was diagnosed. The steroid drop was continued for the next two weeks. Per the follow-up communication with the reporter, the dlk cleared with treatment and the va is 20/15. This report concerns the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).